Event description:
A customer reported that a shock was not delivered and the patient died. The customer reported that the delay in therapy was harmful to the patient. Another device was used to shock the patient. The fse reported that the customer attempted to deliver a shock using battery power without being connected to "mains" (ac) power. A philips field service engineer (fse) evaluated the device and discovered a defective battery. No ECG strips or case events files were available for review by a philips clinician. Philips requested but did not receive additional information from the customer. A replacement battery was not available, as the device was determined to be at the end of its service life (eol). The device was taken out of service by the customer. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that a shock was not delivered and the patient died. Additional details have been requested.